Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the patient reported seeing code MRI. The pain/shock waves down the leg and difficulty walking were not resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they ¿had a fractured¿. The patient had seen their healthcare provider and was going to replace the battery on (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient saw an elective replacement indicator (eri) message with a call your doctor icon on the programmer. The patient said it was hard for them to walk, they were using a walker and they went to the ER. The patient clarified that they were having pain down their leg and with the eri they thought maybe one of the wires may have come loose sending shock waves down their legs. The patient stated that they went to the surgeon and they thought it was coming from the patient's hip. The patient was directed to their healthcare professional. No further complications were reported/anticipated.